Manufacturer narrative:
The insulin pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, scratched case and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was 312 mg/dl. The customer stated that there are cracks on the upper right corner of the lcd screen. The customer stated that she dropped the pump on the tile file floor. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.